Event description:
Procedure type: laparoscopic sigmoidectomy. According to the reporter: anastomotic leak was confirmed. There was postoperative leak. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).